Event description:
An issue was reported involving a malfunction of the pump, identified by error code malf 0. There was no adverse impact to the customer's blood glucose level. The pump was replaced by technical support, and in the interim, the patient used an insulin pen as a backup.